Event description:
It was reported that "forward firing at158,074j" was observed during a prostate procedure. A second fiber was used to complete the case. "No harm to pt."

Manufacturer narrative:
(B)(4).